Manufacturer narrative:
Other relevant device(s) are: product ID: 9733619, serial/lot #: (B)(4). Device UDI number unavailable. A medtronic representative went to the site to test the equipment. The multi out power supply was replaced, thus resolving the issue. The navigation system then passed the system checkout and was found to be fully functional. The multi out power supply was returned to medtronic for further evaluation. When connected to ac the returned power supply had no output for any port except the 28vdc port which was normal. It was determined that there was an electrical failure with the power supply. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacturing date unavailable. Information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that a medtronic representative (rep) was going to power down the system after a case and the rep heard a loud pop inside the system. They lost power to the monitors and splitter. The system was plugged into an active working outlet when this occurred. There was no patient involved.